Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient observed a pump off alarm and attempted a system controller exchange at home; however, the alarm continued to sound. The patient was rushed to the emergency department where the alarm continued. It was reported that an attempt was made to use a grounded patient cable for tethered operation but was unsuccessful. It was reported that the patient's percutaneous lead was severely torn, worn, and not functional. The pump was turned off on (B)(6) 2016 and the patient was reported to be doing fine at the time. On (B)(6) 2016, the patient underwent a subcostal pump exchange due to percutaneous lead damage. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: additional information. The pump was returned with the percutaneous lead (lead) cut approximately 2 inches from the pump housing. The severed portion of the lead was also returned in two portions, a 12.5 inch portion, and a 21 inch distal end portion. Electrical continuity and high potential testing were performed on the pump end portion of the lead, which did not identify any breaches to the wires that could have resulted in the reported event. Electrical continuity testing of the 12.5 inch portion of lead did not reveal any discontinuities or electrical shorts. The metal braided shielding and clear bionate layer were removed, and examination of the underlying wires revealed a breach in the insulations of the brown wire, exposing the conductors, at what would be between 6 inches from the pump housing. Electrical continuity testing of the 21 inch distal end portion of lead revealed electrical discontinuities in the black, brown, and yellow wires. The metal braided shielding and clear bionate layer were removed, and examination of the underlying wires revealed fractured black, brown, and yellow wires approximately 2.5 inches from the metal/controller connector, in the area of a kink in this portion of the lead. Further examination of the lead revealed a breach in the insulation of the green wire adjacent to the metal/controller connector. The conductors of these wires were also exposed. The insulation breach and fracture of the compromised wires appeared to be the result of the observed kinking and abrasion from the metal braided shielding due to repetitive movement of the lead in these areas. The evaluation of the returned portions of the lead did not reveal evidence of mechanical damage such as crushing or pinching. The disruptions in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the metal braided shield and inducing an electrical short to ground if the system was supported by the power module. The disruptions in the wires could have also interrupted pump function as a result of a phase to phase electrical short if the exposed conductors from any of the wires made direct or simultaneous contact with the metal braided shield during battery support. Additionally, the evaluation of system controller serial number (B)(4) found that during functional testing, the system controller had difficulty achieving the pump speed of 6000 rpm after sending the motor start command. The system controller would increase the pump speed up to 1760 rpm then it would stop. Further evaluation revealed a non-functional component on the primary drive circuitry. The finding of the damaged drive circuitry component is consistent with an over current situation related to a compromised percutaneous lead, which was confirmed during the evaluation of the returned pump review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.